Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l1/2 posterior decompression due to degenerative scoliosis, after plif of l3/4 tlif, l4/5. L5/s, posterior fixation with pps. It was reported that during rod insertion with pps, degenerative scoliosis is also difficult for rod insertion. The l5 right extender tab broke during set screw insertion, so the final tightening was idling and could not be performed. The physician was told that the screwhead might have widened and suggested replacing the screw; the rod was removed and the screw was removed, a skin incision was added and the device was replaced with an open screw. After properly performing rod bending after screw insertion, the final conclusion is performed successfully. There was a delay but less than 60 minutes. Product will be returned. There were no patient symptoms or complications reported as a result of this event. Additional information received from manufacturer representative that no abnormality was found when looking at the recovered screw. However, it is considered that the screw head has expanded because it spins idle during screw cutting of the set screw. There was a change in the planned surgery due to the reported malfunction. Planned percutaneous pedicle screw method changed and a skin incision was added and a screw was inserted at open. Additional information received from manufacturer representative that there were no malfunctions associated with the unknown screw and extender.

Manufacturer narrative:
Product analysis: part # 54750017545 lot # h5730596 visual and optical inspection confirmed the break off tabs of the screw have been broken off. The female torx of the screw show some wear from the driver engagement. Functional inspection with a sample set screw confirmed the set screw was able to thread into the head of the bones crew without any issue. The implant appears to function as intended. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.